Manufacturer narrative:
The associated t handle was returned and evaluated. Our investigation included a visual inspection of the device which showed that the jaws of the t handle are cracked/ broken. This failure mode has been previously identified. Since the manufacturing of the complaint device, design changes have been implemented to eliminate/ reduce the occurrence of this failure. This device was manufactured prior to the implementation of those changes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that the t-handle broke during the surgery. No particles got into the patient. No injuries to staff or patient reported. No delay added. S&n back up used to complete the case.